Event description:
Beckman coulter inc. Assessment of customer provided information indicated that negative negative accutni results were generated for nine separate patients and imprecise accutni patient results within the same clinical category were generated for three additional patients.

Manufacturer narrative:
Correct information is that the customer obtained initial false positive accutni results for nine separate patients rather than initial false negative results as previously reported.corrected data to reflect the initial generation of false positive results.

Event description:
The customer reported that twelve discrepant or imprecise cardiac troponin (accutni) results were generated on an access 2 immunoassay system on (B)(6) 2012. Beckman coulter inc. Assessment of customer provided information indicated that false negative accutni results were generated for nine separate patients and imprecise accutni patient results within the same clinical category were generated for three additional patients. The suspect accutni results were reported from the laboratory and it is unknown as to whether there was an impact to patient health, or modification to patient treatment associated or attributed to this event. Instrument assay quality control results failed to recover within the customer's established limits on the date of the event and system checks performed on the event date failed to pass within specifications. Patient specific information and sample collection/handling information was not provided by the customer. The customer also provided data on three patient results for which definitive evidence of result validity, or erroneousness, could not be ascertained. They were not included as part of this event because the results were not confirmed as erroneous.

Manufacturer narrative:
Service was not dispatched to the site for this event as it was resolved via beckman coulter inc. Led customer troubleshooting. Beckman coulter inc. Led customer troubleshooting revealed that an aspirate probe was not securely seated on the instrument wash arm. The issue was resolved after securely seating the aspirate probe into the wash arm. Upon the completion of the necessary repairs, the instrument was returned back into operation. In conclusion the cause for this event is the mis-seated aspirate probe in the wash arm housing.